Manufacturer narrative:
(B)(4). File kit testing was performed using file kits of axsym troponin-I adv reagent list (B)(4). The validity and acceptance criteria were met. No instrument flagged errors were generated and the grand mean concentration of panel ii was within the acceptance criteria. The alleged deficiency does not appear to be caused by a shift in product performance. Tracking and trending review meets acceptance criteria. Analysis of these data indicates that axsym troponin-I adv reagent pack ((B)(4)), lot numbers (B)(4) are performing as intended. No additional issues were identified during this investigation. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that a patient presented to the ER with a diagnosis of fractured femur and chest pain. A cardiac profile was ordered. A sample processed using the axsym troponin assay generated higher than expected results of 0.78 ng/ml (initial draw), 0.69 ng/ml (3 hr draw), and 0.89 ng/ml (12 hr draw). A sample (no time provided) was tested using an alternate method producing lower results of 0.02 and 0.04 (no units of measure provided). A sample drawn on (B)(6) 2011 was sent to another facility and tested using troponin t assay (roche) generating a value of 0.03 (no units of measure provided). There were no adverse outcomes reported related to this issue.